Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The caller stated that the insulin pump had not been exposed to a strong magnetic field. The caller did not know the blood glucose reading. The customer was able to fill the tube manually. The customer was advised to change the complete set and to deliver 5.0 units of insulin via the fill cannula process. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.